Manufacturer narrative:
Patient age is unknown; however reported to be over 18 years old. A visual examination of the returned device found heavy residue on the device indicating procedural use. The guidewire lumen (side-car) was presented push-back and its proximal end was found to be split. The outer sheath was found to be torn at the proximal end and pulled away from heat shrink, with the torn edge of the outer sheath visible at the distal edge of the heat shrink. Additionally the sheath was found to be buckled in multiple areas. Heat shrink was inspected and it had been properly attached to device. Functionally the basket failed to extend due to the damage noted to the sheath. The basket was manually extended and retracted and the wires were found to be even spaced and not deformed with heavy green residue. The condition of the returned incident device was consistent with the complaint that the basket won't open. However during device evaluation it was also noted that the guidewire lumen (side-car) presented push-back and was torn. Additionally the outer sheath was torn and buckled in multiple locations. The most probable root cause is operational context as excessive force may have been applied to the device due to anatomical or procedural factors causing the observed damages. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Event description:
It was initially reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was to be used during a biliary lithotripsy procedure performed on (B)(6), 2010. According to the complainant, during unpacking and preparation for the procedure, it was noted that the basket would not open. Allegedly the heat shrink was not adhered to the sheath. No other visible damage was noted or reported with the device. The procedure was completed with another trapezoid rx lithotripter compatible basket device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation results; sheath torn, side-car push-back and torn.